Event description:
It was reported that the product is "migrating" from the pt although balloon volume has not been changed. Customer also reports that the catheter kinks between the point of insertion and the point where the catheter is secured to the pt's leg.